Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube or vibrator assembly noted. Device was received with missing end cap sticker, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's stepfather reported via phone call that the customer went into the pool and the insulin pump was partially submerged and then it alarmed button error. Blood glucose value was 327 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.